Manufacturer narrative:
Investigation summary: the customer reported leaking from the first port, and returned one sample of material 2426-0007, lot 25013183. Upon initial visual examination, the set had no defects or abnormalities. The set was infused at 120 ml/hr for 30 minutes, with a focus on the first port and back check valve. No leaks or other issues were observed, and the complaint could not be verified. The root cause for the port leakage could not be determined without a replicated failure. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
Sample received.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was leaking the following information was received by the initial reporter with the following verbatim it was reported by the customer that after fluid passed first port that fluid came out of the side of first port and onto the floor.